Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter experienced catheter damage. The following information was provided by the initial reporter: customer stated that they have defective catheters.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of catheter defective / damaged was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Based on device history record review, no abnormality was observed during the production of the affected batches. H3 other text : see h10.

Event description:
It was reported that the bd cathena¿ safety IV catheter experienced catheter damage. The following information was provided by the initial reporter: customer stated that they have defective catheters.